Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. No motor position encoder error alarm found in the history file and no motion sensor test failure alarm noted. It also had a scratched display window, scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and was not delivering insulin. It was also reported that the customer received a motor position encoder error alarm and a motion sensor test failure alarm. The blood glucose at the time of the incident was 20 mmol/l. Troubleshooting was performed. The device was returned for analysis.